Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process causing the sutures to tear. The surgeon used a side biter clamp to take down the anastomosis and complete the procedure. No other patient complications were reported.